Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. The caregiver stated they had set up for therapy and when the device had completed priming, the caregiver went to connect the patient and noticed the patient line was leaking. The homechoice had not displayed an alarm. It appeared that the leak was coming from the tubing where it connects to the patient line luer, not the tip of the patient line. There was no damage to the patient line and the luer did not seem loose. The caregiver stated they had discarded the set up and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.